Manufacturer narrative:
The qc trace showed some high results and the calibration trace showed some errors. The field service engineer (fse) performed instrument checks and found no issues. The investigation found that the customer changed the sample probe on (B)(6) 2022 due to multiple aspiration alarms. The investigation determined that the cause of the event is consistent with insufficient customer maintenance. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.3 results for 1 patient sample on a cobas c513 analyzer commercial system. The initial hemoglobin a1c result was 12.5%. The sample was retested using hplc and the result was 4.9%. The results were reported outside of the laboratory. The reagent lot number is 61196701. The expiration date was requested but not provided.